Manufacturer narrative:
Analysis found the straight attachment found to be grinding heavily. Confirmed the reported fault.

Event description:
A healthcare provider (hcp) via manufacturer representative reported that the attachment was making a grinding noise and getting hot. There was no patient impact.